Event description:
It was reported that the unspecified bd¿ pen needle was difficult to aspirate and fill the cartridges with during use due to the orange coloration of the needle. The following information was provided by the initial reporter: we are receiving several calls from patients and hcp, related to the difficulty to fill in cartridges due to the fact that in the box of cartridges the needles included are orange color.

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided . A DHR could not be performed as a result. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle was difficult to aspirate and fill the cartridges with during use due to the orange coloration of the needle. The following information was provided by the initial reporter: we are receiving several calls from patients and hcp, related to the difficulty to fill in cartridges due to the fact that in the box of cartridges the needles included are orange color.